Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h11: investigation results the returned resolution 360 clip device was analyzed, and it was found that the device was returned with the clip assembly attached. Functional inspection was performed, and it was noticed that the clip assembly was able to perform a full deployment. No problems with the device were noted. The reported event of clip would not deploy was not confirmed. Investigation found that the device fully deployed without any issues during functional testing. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another clip. There were no patient complications reported as a result of this event.